Manufacturer narrative:
Investigation: x: initiated manufacturer's investigation. X: review DHR: x: inspect returned samples. *analysis and findings: distribution history. The complaint product was manufactured at csi on 3-28-2019 under work order: (B)(4) and sold on 08-28-2019. Manufacturing record review: DHR-265579 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record : no service history record found for this product. Historical complaint review: a review of the 2-year complaint history did not show similar reported complaint conditions. There were other instances of complaints regarding the exhaust, but they were attributed to leaks, a clogged filter, or incorrect diameter of exhaust tubing used. Product receipt: the complaint product (p/n: ce-2000, s/n: (B)(6) was returned on 11-30-2021. The serial number of the returned product matched the serial number reported. Visual evaluation: visual examination of the complaint product revealed physical damage. Foreign material found stuck in exhaust tube, and broken copper tubing where the user attempted to modify the mounting assembly. Functional evaluation: complaint product was functionally evaluated and found not to function properly. In addition to the issues listed above, the low pressure regulator was missing a screw. The copper tubing was replaced and components re-mounted properly and calibrated before the unit tested to specification. Root cause: while no definitive root cause could be reliably determined, the potential cause was likely that the unit was damaged by the customer (dropped on floor) resulting in the debris stuck in the exhaust line and the broken inner components. The customer then attempted to modify/repair the internal components prior to returning the unit to csi for evaluation. Was the complaint confirmed? Yes. Correction and/or corrective action: the complaint unit was repaired and returned to the customer. Coopersurgical will continue to trend this complaint condition.

Event description:
Short exhaust tube. We fixed fitting, it was forced up in unit bending the plumbing. Now there's a hole in copper tubing. Blue zip tie is leak. Found piece of linoleum flooring stuck in exhaust tube, low pressure reg missing screw moving around insid, copper tubing to hp reg broken off, hp reg out of calibration. Cust modified unit mounting assy. Removed flooring, bolted components back in place, replaced copper tubing, recalibrated hp reg. Repair order: (B)(4). 1216677-2021-00307 opthalmic cryo system dig ce-2000 e-complaint: (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Short exhaust tube. We fixed fitting, it was forced up in unit bending the plumbing. Now there's a hole in copper tubing. Blue zip tie is leak. Found piece of linoleum flooring stuck in exhaust tube, low pressure reg missing screw moving around insid, copper tubing to hp reg broken off, hp reg out of calibration. Cust modified unit mounting assy. Removed flooring, bolted components back in place, replaced copper tubing, recalibrated hp reg. Repair order: 97445. Opthalmic cryo system dig ce-2000. E-complaint- (B)(4).